Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "check pads" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned for evaluation. The electrode pads received passed all testing. The pads were able to obtain an egc signal and showed no evidence of a check pads message with the testing equipment. There are a number of factors that exist outside of a pads malfunction that can cause a "check pads" message to occur during patient use that include a poor connection of the electrodes to multi-function cable or the multi-function cable to the device. The multi-function cable was not returned for review. The device activity log files were not available for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.